Event description:
It was reported to boston scientific corp that a polaris loop ureteral stent was placed in 2009. The pt returned to the physician's office for stent removal five days later. According to the complainant, the pt experienced pain and discomfort when the physician attempted to remove the stent. The physician rescheduled the pt for a ureteroscopy procedure to be performed the following day. The physician performed a cysto-ureteroscopy and under direct visualization and fluoroscopy, he noticed that the stent had shepards hooking into the proximal ureter. A guidewire and a ureteroscope were used to straighten the stent, and it was successfully removed. The pt was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and exp date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental manufacturer's report will be filed.